Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, crease is observed.

Event description:
Patient reported, "deflation" against left device. Confirmed, by physician. The device has been explanted.